Manufacturer narrative:
UDI not available for this system. Other relevant device(s) are: 9735521. A medtronic representative went to the site to test the equipment. Testing revealed the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. Device manufacturing date not available for this system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the side emitter was not functioning. It was noted the flat emitter still functioned as intended. This issue was noted outside of a procedure, and there was no patient involvement.